Event description:
A cerebrospinal fluid (csf) leak was initially reported. It was later reported that pt experienced a spinal headache. A CT and catheter dye study were performed in an attempt to identify any catheter integrity issues. It was noted that the dye study was conclusive and there were no visible tears. It was unk if the csf was coming from the catheter or a dural tear. The catheter was removed but the pump was left implanted in the pt at a minimum rate. The physician suspected a dural leak as he visualized what he thought was csf in the spinal incision as he was removing the catheter. The physician's plan was to wait for the dural leak to heal, re-implant a new catheter and attach to the implanted pump. The drug being used was ziconotide. Pt status following explant was unk.

Manufacturer narrative:
(B)(4). The catheter was returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.